Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump dropped on the concrete floor and the screen cracked and it no longer worked. The customer's blood glucose level was unknown. The customer also reported that there were cracks on insulin pump and a purple spot on the right corner of display screen.. The customer treated low blood glucose with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass, cracked reservoir tube lip and minor scratches on display window noted. Unable to perform displacement test due to lcd physical damage.